Manufacturer narrative:
During additional follow up with the customer, he confirmed that the trigger wire had been inadvertently plugged into the wrong port. Since correcting that issue, the device has not displayed either reported error code. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was experiencing an e316 error code during power up and then a b40 error as well whenever he attempts to release an image. There was no patient harm reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b40 error could not be identified. However, it¿s likely the cause is related to the cable being connected to the wrong port. The event can be detected/prevented by following the instructions for use which state: 3.1 precautions/precautions when placing and connecting devices (excerpt) 1) do not connect other than dedicated cable. Connecting a cable other than the dedicated cable may not only prevent the device from functioning correctly but may also cause damage. 2) all wires should be precisely and fully connected. If the connector has screws, tighten them securely. Incomplete connection may cause damage as well as incorrect function of the device. Olympus will continue to monitor field performance for this device.